Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred five days after the sensor had been inserted in the arm. Prior to sensor insertion the area was cleansed with soap and water. The patient developed cellulitis at the needle puncture site. The patient was prescribed an oral antibiotic medication (keflex) for the infection. At the time of the report, the patient was fine. No additional event or patient information is available.